Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty removing the device and use of the access ports could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely that interaction with the patient tissue post clip deployment contributed to the reported difficulty to remove the device. The thumb advancer was returned retracted, and the sheath was completely split indicating the thumb advancer was successfully retracted using the access port. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se device after a prostate artery embolization interventional procedure with a 6f sheath. Reportedly, the device became stuck in the vessel after step 4. The access ports were used, but the device remained stuck. Manual compression was applied and the device was removed manually. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.